Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the unload button on the gantry front right panel was sticking after the operator released the button. Philips service confirmed that the operator had released the button on the front right panel for "out and down", but the button did not release. Philips service confirmed that there was no harm to a patient or operator. Philips service determined that the unload button had become stuck engaged.